Event description:
The fe reported that the left monitor was intermittently shutting off. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.